Event description:
PICC line leaking at hub requiring line to be removed on medically fragile infant, this is the 4th event of this nature with this product (same lot number with each event). FDA safety report ID # (B)(4).